Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters' blood control features failed to work. The following information was provided by the initial reporter: "3 instances of a malfunctioning valve (purpose of the valve is that stops blood flow when removing needle)".

Manufacturer narrative:
The customer's address is (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters' blood control features failed to work. The following information was provided by the initial reporter: "3 instances of a malfunctioning valve (purpose of the valve is that stops blood flow when removing needle)"